Manufacturer narrative:
This report is being supplemented to provide additional information received about the event. Sections b3, b5, e2, and e3 were updated.

Event description:
The issue occurred during a functional endoscopic sinus surgery. The procedure was completed without delays. The device was inspected before use. An e333 touch panel error was observed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint error code e333 was not confirmed. Based on the results of the investigation, the presumable cause and root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had error code e333. There were no reports of patient harm.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.